Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer saw a red x on the display. Customer's blood glucose level was 186 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 35 was noted in alarm history due to moisture damage noted on force sensor. Unit received with moisture damage on electronics assembly. Unable to perform displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had cracked keypad overlay at the select button, scratched case and keypad overlay texture damage.